Manufacturer narrative:
Medwatch fields d4 catalog no and primary UDI number were updated. The investigation found that the sample probe was partially clogged. Therefore, the root cause was consistent with a preanalytical sample handling issue. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The reagent lot number was 84594001 with an expiration date of 31-aug-2025. The field service engineer replaced the sample probe. The investigation is ongoing.

Event description:
There was an allegation of questionable cholesterol gen.2 results from the cobas c 503 analytical unit. On (B)(6) 2025, sample 1's initial result was 0.16 mmol/l and the repeat result was a "normal result". On (B)(6) 2025, sample 2's initial result was 0.10 mmol/l and the repeat result was a "normal result". On (B)(6) 2025, sample 3's initial result was 0.163 mmol/l and the repeat result was 4.69 mmol/l. The questionable results were not reported outside of the laboratory.